Event description:
The right heart failure did not exist before pump implant. A device related issue did not cause or contribute to the right heart failure. The patient remained hospitalized as of (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported right heart failure could not be conclusively established through this evaluation. The patient was remains ongoing on heartmate 3 lvas, serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient presented on (B)(6) 2023 with fluid overload and right ventricular dilation and dysfunction. The patient was to be admitted for inotropic support. The patient also had ankle swelling. Their diuretics were adjusted on (B)(6) 2023. Additional ankle swelling was noted along with pitting edema. The patient was instructed to stay hydrated and use compression stockings. On (B)(6) 2023 the patient reported left lower extremity edema. The right side never cleared. The patient was given 2 days of diuretics. On (B)(6) 2023 the patient reported memory and cognitive issues along with increased fatigue and looking grey. Diuretics were increased. On (B)(6) 2023 the patient was seen at the cardiologist office where an echocardiogram (echo) showed severe right ventricular failure. The patient agreed to hospitalization.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6)2023 (refer to MFR# 2916596-2023-05680). The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received that during their admission, on (B)(6) 2023, the patient had epistaxis and required transfusion and nasal packing. The event resolved without sequalae on the same day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure starting on (B)(6) 2023. The patient was presented with fluid overload and right ventricular dilation and dysfunction. The patient was admitted with the plan of inotrope support.